Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded target lesion was located in the moderately tortous and severely calcified vessel below the knee. A 2.0 mm x 220 mm x 150 cm coyote balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.